Event description:
It was reported that the user announced a higher-than-usual lunch dose and subsequently experienced a blood glucose drop from 124 mg/dl to a low of 69 mg/dl, which was managed with oral glucose in the form of soda; the medical device problem and device component details were not established due to insufficient information. Symptoms included hypoglycemia with malaise and blurred vision. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.